Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history settings issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed the pump was manually suspended on (B)(6) 2018 at 09:59 with deliveries never resumed. A basal edit not saved warning was recorded on (B)(6) 2018 at 10:30 and 10:44 indicates the user attempted to edit the basal rate, but did not select save. The pump history showed a 0.00 unit basal rate from (B)(6) 2017 12:58 to (B)(6) 2017 11:44. The total daily dose¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. No call service alarms or delivery interruptions occurred during the testing. Investigators were unable to duplicate the complaint.